Manufacturer narrative:
Evaluation summary: the device was returned. Preliminary and functional testing confirmed the eol condition. Further testing revealed that the ipg did not meet 99.9% longevity.

Event description:
Ni